Manufacturer narrative:
Evaluation of the returned device found that the cage presents a crack stating from one endplate at the nose not engraved with a "t" propagating through the open window. The open window at the nose not engraved with a "t" is still filled with bone graft or equivalent. The returned cage is still filled with bone graft. In addition, the crack orientation suggests that vertical overload has been applied to the cage. This may happen during the bone graft impaction into the open window of the cage once the implant holder hold the cage by the nose not engraved by a "t" and not in the package as described in the event.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9392507, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the or staff opened the device, it was discovered that the device was broken. The item was not used with the patient.